Event description:
Received information stating customer's pump unexpectedly shutdown. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not complete. A supplemental report will be submitted upon completion of evaluation.